Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low r-wave amplitude was noted on the right ventricular lead. X-ray examination confirmed lead dislodgement and the lead was explanted and replaced. The patient was in stable condition.